Event description:
It was reported that there was an air bubble in the reservoir. Customer's blood glucose level was 200 mg/dl. Customer stated that the approximate size of the air bubble was medium sized. Customer stated that the pump was not rewound with a reservoir in place. Customer will return the infusion set and reservoir. No further assistance needed.

Manufacturer narrative:
One opened/uses reservoir was inspected and tested. The reservoir passed no air bubbles were found during analysis. No defects were noted in the o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.